Event description:
Pt is currently (B)(6) and was referred to a new physician recently with no significant records. Report of implantation of t-sling at (B)(6) for a 10 year history of sui with all activities. Erosion occurred one year later. Date of surgery was (B)(6) 2005. Pt's sui is 75% improved at present. Complaints of discomfort with intercourse. Pt has a medical history of abnormal pap smears and a mood disorder for which she is on depakote.